Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that pump had no motor movement error. The customer's blood glucose level was 140 mg/dl at the time of incident. It also reported that the customer was able to rewind the pump. The customer reported that the alarm occurred during basal delivery and alarm also occurred after troubleshoot. The customer was advised that the pump need to be replaced and discontinue the use of pump and revert to the back up plan. The customer will return insulin pump for analysis.

Manufacturer narrative:
The device passed sleep current measurement, active current measurement and self tests. The device had constant pump error 38 alarms during rewind due to an unlocked connector. The motor was tested outside of the device and passed. Unable to perform displacement test, rewind test, prime test, seating test, basic occlusion test, force sensor test and occlusion test due to pump error 38 alarms. The device was received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.